Event description:
It was reported that a user sought assistance during a supply change for an infusion set (inset 23") and inadvertently attached the infusion set to the body after observing drops at the fill tubing screen, creating uncertainty about how to proceed while connected. The user was instructed to disconnect as if showering and then complete the on-pump supply change prompts, after which they reconnected and resumed insulin delivery. Symptoms included no reported change in blood glucose. Outcomes included continued insulin delivery without alerts or alarms and no need for medical care. Investigation included remote troubleshooting and user education on proper supply change steps. Investigation of this case revealed user error related to infusion set deployment sequence and connector handling, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.